Manufacturer narrative:
The device was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided and imagery evaluation revealed the right vessel was accessed and tortuosity present in patients access vessels. A device history record (DHR) review and lot history review was not done due to limited device information. The following instructions for use and manuals were reviewed; esheath+ IFU, commander IFU, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. As the complaints for failure sheath distal tip split was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure sheath distal tip split was unable to be confirmed as no device/relevant imagery was returned. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, as no lot number was provided, reviews of the DHR and lot history were unable to be performed. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, a review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, there was circumferential delivery system balloon rupture upon successful valve deployment and a 16f sheath was prepared to assist in removal of the distal portion of the ruptured balloon after the original 14f sheath split while attempting to retrieve. Per follow up information provided, the damaged delivery system was able to be brought into right cfa but could not be removed. An occlusion balloon was placed in the aa and inflated. The delivery system was then removed via cut down. Per imaging evaluation, tortuosity was present in the patients access vessel. Tortuosity can lead to suboptimal angles and noncoaxial alignment between the sheath and delivery system. Noncoaxial withdrawal of the burst balloon through the sheath can lead to the balloon catching onto the sheath tip and splitting it. A balloon burst can also have a larger balloon profile, due to difficulty deflating the balloon. The force required to withdraw the balloon could also lead to the reported tip split. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Device not returned. Investigation is ongoing.

Event description:
As reported, there was circumferential delivery system balloon rupture and the 14f esheath split while attempting to retrieve the balloon.